Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider is unaware as to which side but thinks its the right side, octagon shaped stopper that touches the wheel fell off and is lost, chair is not stopping.